Manufacturer narrative:
Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-10348, 0001825034-2018-10349, 0001825034-2018-10350. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient underwent a metal-on-metal hip revision due to unknown reasons. No further information available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Op notes received for this revision noted evidence of metal debris in the fluid of the hip joint, extensive corrosion on the trunnion, and evidence of superior acetabular erosion secondary to metal debris and inflammatory response. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately 15 years post implantation due to pain, elevated ion levels, metallosis, inflammation, and corrosion of the trunnion. Op notes indicated evidence of metal debris joint fluid, extensive corrosion of the trunnion, and evidence of superior acetabular erosion secondary to metal debris and inflammatory response. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), m2a 1 pc shell, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk.